Event description:
It was reported that the stent dislodged from the balloon. A 8.0x40x75cm express-vascular ld balloon expandable stent was selected for use in the external iliac artery. During placement of the stent, the stent dislodged from the balloon. The balloon catheter was withdrawn. Two mustang balloons were used for pre-dilation and to assist impaction of the stent in the iliac artery. There were no patient complications.